Event description:
The customer reported an intermittent loss of the live image requiring a system reboot. No pt or user reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb connections were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.